Event description:
It was reported that a temperature alarm occurred. There was no adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and multiple temperature alarms were observed to have occurred on (B)(6) 2021. The last day the pump was used to deliver insulin was (B)(6) 2021, but the pump was still turned on after this date . Pump turned to off on (B)(6) 2021. Pump was turned back on (B)(6) 2021 through (B)(6) 2022. No temperature alarms occurred. There was no information regarding the temperature conditions during the reported event. Pump system check was performed by the distributor and no issues were identified; pump was functioning as intended.